Event description:
It was reported that a balloon rupture occurred. The 94% stenosed, 11mmx2.25mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.25mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 3 seconds. The procedure was completed with a different device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 94% stenosed, 11mmx2.25mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.25mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 3 seconds. The procedure was completed with a different device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. No kinks or damages identified with the polymer shaft. A detailed microscopic examination of the balloon material identified no issues. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was soaked in the water bath at 37 degrees. The device was attached to an encore inflation unit and the balloon was inflated. The device held pressure and deflated without issues. The encore device was verified before and after use using the druck gauge to rbp 12 atmospheres as per IFU.